Event description:
It was reported that patient was unable to increase amplitude. It was also addressed that during the ipg replacement procedure, lead was exhibiting high impedances. As such surgical intervention took place wherein the lead was explanted and replaced with a new lead. Reportedly effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.